Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl. The customer also reported treating their blood glucose with candy and glucose tablets. It was also reported the needle hub would pull out with the inserter when during sensor insertion. The customer's inserter will be replaced. The customer declined to return the insulin pump for analysis.